Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v933653, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had no concerns regarding their device/therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that last (B)(6) the patient noticed that when he went in and out of the store "a few times" his symptoms started to come back the next day. The patient turned the implant off and the on and noticed symptom relief. It was also reported that when the patient went through security gates at the store he got a "strong jolt" that made his "leg jump." The patient also felt pain in the implant area when he moved or stretched. The patient stated that this was not "all the time but every once in a while." At the time of the report the patient's device worked great and helped with his symptoms. Additional information was requested, but was not available as of the date of this report.